Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 14-jan-2018: " grammont inverted total shoulder arthroplasty in the treatment of glenohumeral osteoarthritis with massive rupture of the cuff." Was read for MDR reportability. After review of the article for MDR reportability, the article indicates a delta reverse shoulder was implanted in 92 shoulders between december 1991 to march 1999. Female,(B)(6), doi: 1996, dor: 3 months later. Reason for revision: infection. All implants were removed, and spacers were implanted.